Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: update h10. The hygiene microbiological investigation report indicated the channels of the scope were cultured and was positive for 2 cfus of filamentous fungi. The scope was retested 15 days later and tested positive for 2 cfus of bacillaceae. The results obtained did not comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus recommended repair and re-culture testing. However, the user declined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the oes cystonephrofiberscope tested positive for 4 colony forming units (cfus) of micrococcus luteus and staphylococcus hominis. The scope was retested six days later and was positive for 8 cfus micrococcus luteus and staphylococcus epidermidis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and the completed device evaluation. Update: d8, d9, h3, h6, h10. The customer provided the cleaning, disinfection and sterilization process and reported no deviations in reprocessing. Pre-cleaning was performed immediately after patient procedure and water was aspirated through the instrument/suction channel with a suction pump. The air/water and balloon channels were flushed with water and air by using the air water valve (maj-1444) and adapter (maj-626). The air/water channel was flushed with water using the channel cleaning adapter (mh-948). Pre-soaking was performed and the device passed leak testing. The detergent used was enzyme x and the instrument/suction channel was brushed. The device was rinsed prior to manual disinfection and the disinfectant used was anioxy win. All channels were flushed and immersed with disinfectant. Sterile water was used after disinfection. The device was dried by wiping with a clean towel/paper, wiped with sterile paper and blown with filtered compressed air. The scope was not stored and has not been used. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device evaluation was as follows: the channel mount was damaged, the mouthpiece was damaged and the biopsy channel had white depot.